Event description:
The following inquiry was received from medical device MFR advanced surgical design & MFR limited (asdm) in (B) (4). My company is based in (B) (4). (B) (4) and our overseas customer use our aluminium trays when sterilizing our products with sterrad. We have been having problems with corrosion on the trays and have been trying to find a suitable coating to protect them. Is it possible to have a sample of sterrad sent to us for purposes? Note: although this info is an inquiry from the device MFR on proper coating for aluminum trays and the info was not received from an asp customer, the report alleges that aluminum trays are being processed in a sterrad unit and corrosion has occurred.

Manufacturer narrative:
(B) (4) damaged device. Several investigational attempts have taken place, however, to date additional info has not been forthcoming.